Manufacturer narrative:
During a transfer a consumer allegedly fell as the boom reportedly separated from the mast, and a bolt broke originally was alleged to of broke. Inspection performed by the dealer shortly after revealed a bolt was missing from the lift and no broken bolt was observed or located as alleged. The dealer stated they have serviced the lift. The lift remains in use and will not be returned. Device has been in use for 5 months and its unk if facility has serviced or removed a component prior to using lift on this pt. Device remains in use. MDR filed based on alleged medical intervention.

Event description:
The consumer was being lifted when the bolt on the bar that holds the sling allegedly snapped, causing the consumer to fall approximately 3 feet to the floor. No serious injury is alleged at this time.